Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring. The pump was unable to confirm low battery alert and unable to perform any tests due blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged and had blank display. The customer states they had tried to replace the battery multiple times, but the pump remains blank. The customer's blood glucose level was 106mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.